Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant sodium result on a 78-year-old male patient with right-sided weakness, facial droop. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: date: result: I-stat , (B)(6) 2026, 175, lab , (B)(6) 2026 , 130, I-stat, (B)(6) 2026, 134. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria found in q04.01.003 rev. Ap, appendix 1 - product complaint level 2 and level 3 investigation procedure, except for the rate of ionized calcium results outside of the total allowable error when testing is performed using whole blood (wb). A previously identified deficiency for ica results outside of ea, which is unrelated to the customer's observation of na and crea discrepant results, has been determined for chem8+ cartridge lot h25310 and is under investigation in quality record 1096422.

Event description:
Na.